Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to any of the olympus locations. The field service engineer of olympus europa se & co. Kg (oekg) visited the facility and repaired the subject device by replacing the video connector unit. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based upon the information from oekg, omsc surmised that the reported phenomenon was attributed to the failure of the video connector unit, which might be caused by the aging deterioration due to repeatedly use for a long-term because more than eleven years had passed since the subject device had been installed. If additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject device has not been returned to any of the olympus locations. Therefore, olympus could not investigate the subject device. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that during the preparation for use, it was found that the endoscopic image of the subject device could not be displayed randomly. There was no report of patient injury associated with this event.